Event description:
It was reported that the patient's right atrial (ra) lead was found to have undersensing, no capture, and a possible dislodgement. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead implanted: (B)(6) 2005. (B)(4).